Event description:
It was reported a week post implant procedure, the patient reported palpitations and difficulty breathing due to dislodgement noted on the right ventricular lead. On (B)(6)2017 the lead was repositioned successfully and without any adverse consequence to the patient. The patient would continue to be monitored with routine follow-up.